Manufacturer narrative:
(B)(4). D10: cat# 11-104113, lot# 085600, mlry-hd por fmrl 13 x 170 mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a second left total hip revision approximately 2 years and 2 months after a prior revision due to recurrent posterior dislocations. The patient previously underwent an initial left total hip arthroplasty, and approximately 7 years post-implantation was revised due to pain, metallosis, and osteolysis. During the second revision, intra-operative findings included lucency of the acetabular cup, two fractured acetabular screws, and the cup positioned in retroversion. All implants except the femoral stem were revised without complication. Attempts have been made and no further information has been provided.